Manufacturer narrative:
(B)(4). A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted.

Event description:
The customer reported to corporate product surveillance that the tubing burst while using the flolink standard bore catheter extension set. The nurse set up the infusion and then walked away from the bed for a minute. When she returned moments later, the set was leaking an unknown solution and blood. The amount of blood lost is unknown. It is unknown if a power injector was used, or if any pump was used. There was no patient injury or medical intervention necessary. No additional information is available.